Manufacturer narrative:
The purpose of this submission is also to provide a correction of describe event or problem and serial # sections. This is based on the result of additional information received from sales and service unit and internal review. #b5: previous describe event or problem: on 19th july, 2021 getinge became aware of an issue with powerled surgical light. The headlight's cover was damaged, leading to missing plastic particles. The issue was confirmed by a photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any partilces falling off may cause contamination. Corrected describe event or problem: on 7th august, 2021 getinge became aware of an issue with powerled surgical light. The headlight's cover was damaged, leading to missing plastic particles. The issue was confirmed by a photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any partilces falling off may cause contamination. #d4: previous serial #: (B)(6). Corrected serial #: (B)(6).

Event description:
On 7th august, 2021 getinge became aware of an issue with powerled surgical light. The headlight's cover was damaged, leading to missing plastic particles. The issue was confirmed by a photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any partilces falling off may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2021 getinge became aware of an issue with powerled surgical light. The headlight's cover was damaged, leading to missing plastic particles. The issue was confirmed by a photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. The headlight's cover was damaged, leading to missing plastic particles. The issue was confirmed by a photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off may cause contamination. According to the information provided by the service technician, the device has been repaired. Moreover, it was pointed the issue most likely occurred due to improper handling. It was established that when the event occurred, the surgical light did not meet its specification as appearance of cracks and particles missing could be considered as technical deficiency and in this way device contributed to event. The device was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of complained devices related to the investigated issue to the install base we conclude that the occurrence rate is low. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. The following disinfection products are tested: surfa¿safe, isopropyl alcohol, indicin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. The involved zone was probably exposed and the edges damaged corresponds to a retention zone. These facts indicate that cleaning agent residues may have a negative reaction on plastic surfaces, leads to its degradation. The concentration of chemical products, the stagnation of substance residues on the surfaces are probably the main factors leading to the deterioration of surfaces. To avoid degradation of the shell it is recommended to respect the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The user manual mentions also to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: - prolonged exposure to detergents and disinfectant solutions; - high concentrations; - prohibited products. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.